Manufacturer narrative:
Our evaluation confirms the k-wires are within our specs, and we were unable to confirm the complaint as described. During research by our senior quality engineer which included a review of the history of maitland engineering (our manufacturer's) production records for 1600-662tx, the lot of 1600-662tx used in the production. Of 1600-662t was 14h633. Microaire received 1004 1600-662tx k-wires in this shipment. The manufacturer's material certifications reviewed for 2012, 2013, and 2014 showed that the 316 lvm ss 0.06211 wire used in this lot as all other lots determined that nothing had changed in the production. Certificate of compliance certified the wire used in lot 41646 (used in the production of 1600-662tx, lot 14h633 k-wires) to be 316 lvm ss with a diameter of 0.621511. In review of certificates of conformance from both maitland engineering and fort wayne metals, nothing was found that indicates a change was made to the k-wires used in the lot in which the complaint originated. Implanted device not returned.

Event description:
Facility reported while using a 1600-962t threaded k-wire, the patient sustained a cracked bone.during a file reveiw, it was determined that this event had not been reported.